Event description:
It was reported that during an interrogation, there was a connection issue where the radio frequency (rf head) plugged into the programmer and interrogation of a device was not possible. The rf head was changed out, but the issue remained. Another programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event. The radiofrequency (rf) head was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 2290 pacing system analyzer. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there was a loose connector on the link electronic module (lem) circuit board. It was also noted that the touch screen was damaged. (B)(4).

Event description:
It was reported that during an interrogation, there was a connection issue where the radio frequency (rf head) plugged into the programmer. The rf head was changed out, but the issue remained. Another programmer was used to complete the interrogation. The programmer was returned for repair. No patient complications have been reported as a result of this event.